Manufacturer narrative:
The return information should have been reported in the initial report, which is reflected in this additional report 1.

Event description:
Related manufacturer report number: 1627487-2019-11364.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2019-11364. It was reported that high impedance was observed. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-op.